Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another mustang balloon. No patient complications were reported.